Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis could not confirm the pcb failure found during service and repair of the device. Conclusion: no defect found.

Event description:
It was further reported, on the return paperwork, that the external pulse generator did not boot properly. The battery was replaced and then the generator did boot normally but was returned to service for check and evaluation. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported by the biomedical engineer (be) that the clinician stated the external pulse generator (epg) was acting "weird." The be could not find anything wrong, but also did not have the correct equipment to check the epg completely. Of note, the epg is enrolled in the yearly calibration check program, but it was not due for a few months for this calibration check. The epg will be returned. No patient complications have been reported as a result of this event.

Event description:
It was reported by the biomedical engineer (be) that the clinician stated the external pulse generator (epg) was acting "weird." The be could not find anything wrong, but also did not have the correct equipment to check the epg completely. Of note, the epg is enrolled in the yearly calibration check program, but it was not due for a few months for this calibration check. The epg will be returned. No patient complications have been reported as a result of this event. It was further reported, on the return paperwork, that the external pulse generator did not boot properly. The battery was replaced and then the generator did boot normally but was returned to service for check and evaluation. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator did not boot properly. Analysis did find the upper case broken, the keyboard scratched and that the main printed circuit board (pcb) out of specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.